Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: left micro-insert could not be found in fallopian tube expulsion of device/ left micro-insert could not be found by the surgeon"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. C06461, b97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones. Concurrent conditions included bladder infection and uterine bleeding. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (crapming)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy , right micro-insert was excised during salpingectomy), surgery (to remove one or more of the essure coils.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased following removal. Diagnostic results: on (B)(6) -2015, hysterosalpingogram (hsg) showed unilateral occlusion (right tube occluded), migration of essure device, both hsg procedures demonstrated left tubal patency with the left micro-insert not apparent in the fallopian tube on (B)(6) 2014 and noted as "projected along the inferior uterus and in the same position" on (B)(6) 2015. Batch number: b97495 expiration date: 30-nov-2016 manufacture date: 28-nov-2013. Batch number: c06461 expiration date: 31-dec-2016 manufacture date: 13-dec-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: left micro-insert could not be found in fallopian tube expulsion of device/ left micro-insert could not be found by the surgeon"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. C06461, b97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones. Concurrent conditions included bladder infection. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (crapming)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy , right micro-insert was excised during salpingectomy), surgery (to remove one or more of the essure coils.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, nausea, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased following removal. Diagnostic results: on (B)(6) 2014, (B)(6) 2015, hysterosalpingogram (hsg) showed unilateral occlusion (right tube occluded), migration of essure device, both hsg procedures demonstrated left tubal patency with the left micro-insert not apparent in the fallopian tube on (B)(6) 2014 and noted as "projected along the inferior uterus and in the same position" on (B)(6) 2015. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet received, reporter added. Essure indication was updated. Batch number added. Event added per pfs: abnormal bleeding (general), migration of essure device/ micro-insert could not be found by the surgeon/ expulsion of essure device, failure to occlude (close) fallopian tube(s), nausea, dysmenorrhea (cramping), tubal ligation, dyspareunia (painful sexual intercourse), fatigue, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: left micro-insert could not be found in fallopian tube expulsion of device/ left micro-insert could not be found by the surgeon"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. C06461, b97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Concurrent conditions included bladder infection and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (crapming)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and procedural complication ("were you advised of any complications or problems that occurred at the time of your essure placement procedure?, yes the initial left implanted coil was bent. That coil was removed and another put in it's place."). The patient was treated with surgery (bilateral salpingectomy , right micro-insert was excised during salpingectomy, ablation and to remove one or more of the essure coils.). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal haemorrhage, menorrhagia and procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, procedural complication, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased following removal. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?, yes discrepancy noted:if you have not had your essure removed, are you currently planning for essure removal?, no diagnostic results: on (B)(6)2014, (B)(6)2015, hysterosalpingogram (hsg) showed unilateral occlusion (right tube occluded), migration of essure device, both hsg procedures demonstrated left tubal patency with the left micro-insert not apparent in the fallopian tube on (B)(6)2014 and noted as "projected along the inferior uterus and in the same position" on (B)(6)2015. Batch number: b97495 expiration date: 30-nov-2016 manufacture date: 28-nov-2013. Batch number: c06461 expiration date: 31-dec-2016 manufacture date: 13-dec-2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received. Event: abnormal bleeding (vaginal, menorrhagia) , surgery complication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report